Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: bd was unable to perform a thorough investigation as no sample, lot, or batch number were provided. The photo supplied does not clearly display the defective device and was unable to be used for the investigation.

Event description:
It was reported while using bd connecta¿ stopcock the luer lok collar broke. There was no report of patient impact. The following information was provided by the initial reporter: during use, a bit of one of the transparent accesses on the three-way tap has been broken. No more effort has been spent than usual. There has been no patient injury.

Event description:
It was reported while using bd connecta¿ stopcock the luer lok collar broke. There was no report of patient impact. The following information was provided by the initial reporter: during use, a bit of one of the transparent accesses on the three-way tap has been broken. No more effort has been spent than usual. There has been no patient injury.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 19-dec-2022. H6: investigation summary: our quality engineer inspected the 1 sample of unknown lot and no packaging submitted for evaluation. The reported issue of component damage - no leak was confirmed upon inspection of the sample. Analysis of the sample showed that there was a crack in the sample. Bd cannot confirm the cause of the failure to the manufacturing process since the batch number was not returned and this failure mode is not replicable in our processes. A device history review could not be completed as no batch number was provided. H3 other text : see h10.